Event description:
It was reported that a caregiver and patient experienced multiple unsuccessful supply changes with the ilet system, including an upside-down cartridge insertion, overfilling a cartridge, damaged connect adapter from forced insertion, and repeated lack of visible drops with leakage observed into the ilet during cartridge inspections; subsequent guided change of cartridge and tubing was completed without issues, and replacement infusion sets, cartridges, and a connect adapter were arranged along with additional training. Symptoms included no adverse clinical effects. Outcomes included the patient discontinuing pump use temporarily and transitioning to backup therapy until further training. Investigation included troubleshooting, user education, and inspection of cartridges for visible leaks and drop formation. Investigation of this case revealed user-related handling issues leading to incorrect cartridge installation, overfill, and connector damage, with evidence of leakage into the device during attempted priming. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.